Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/17/2024.

Event description:
Healthcare professional reported left side device rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side device rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed one opening assessed as fold flaw opening. As per the investigation procedure particles, non-penetrating nick, creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.